Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 400 mg/dl. Customer declined any further troubleshooting.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.